Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an attempt was made to use a pacific plus balloon to treat a calcified fibrous lesion in the right mid anterior tibial artery. Degree of tortuosity was little. Degree of calcification was moderate. Lesion stenosis was 80%. Artery diameter was 2.5mm. Lesion length was 15cm. A circumferential/radial burst at 4 atmospheres was reported. After the guidewire was in place, the 2.5mm pacific plus balloon was placed and the balloon was found to be ruptured during the first inflation. The balloon did not fragment. A replacement 2.5mm non-medtronic balloon was used to dilate the lesion and the surgery was completed. No vessel injury and no patient injury reported.

Manufacturer narrative:
Product analysis a 20ml water filled syringe was used to flush the device and a steady stream of water was observed exiting the tip a 0.018¿ guidewire from the lab was loaded, and an indeflator was used to inflate the balloon but the device would not hold pressure and a leak was found over the distal markerband in the balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.